Event description:
New information received noted that patient presented to the clinic on (B)(6) 2021, where atrial lead was successfully reprogrammed. Patient was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with a non-sustained right ventricular over-sensing episode. The atrial lead was found to be the cause of the episode. The lead was pacing and blanking r-waves in the ventricle. It was unknown if lead had migrated to the incorrect chamber or if poor sensing was present. Under-sensing was also noted. Programming changes were recommended to a healthcare provider. Patient was stable after the event.